Event description:
Home patient's (hp) family member contacted baxter technical service center (tsc) requesting assistance with automated peritoneal dialysis of homechoice machine. Reportedly, hp received multiple check lines and bag alarms, in addition to receiving a system error 2240 alarm and a 2367 alarm. In looking to find source of issue, they discovered the supply line of the homechoice set became disconnected from the supply bag in which it was previously connected to. Per rn, no patient injury or medical intervention was associated with reported incident.